Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cord malfunction and the insertion section light guide bundle was slightly worn and interrupted and weakened. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had screen blackout after flashing once, then goes completely blackout with no image. The issue was found during maintenance of device. There were no reports of patient involvement.